Manufacturer narrative:
Data review: no data review was needed as this complaint was only made for an issue with the consoles inability to open the purge door. Device analysis: console was tested after arriving in field service. After examination of the purge door assembly, it was evident that there was dextrose buildup on the purge door and around the purge door latch. This dextrose buildup is what caused the purge door to be stuck. Before sending this console back to the customer, field service was instructed to clean the purge door and area around the purge door latch, perform steps 10-12 of the preventative maintenance (pm) procedure and perform a full functional check on the console and optical system. Root cause: the root cause of this issue was dextrose buildup on the purge door and around the purge door latch. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp placement the automated impella controller (aic) purge door was unable to open. The aic was removed from service. There was no patient harm. The investigation results indicates that the severity of this complaint is s5.